Event description:
Additional information received from the consumer reported they received assistance with learning how to regulate their control on stopping the shocking sensation and pain," which really helped.

Event description:
Additional information was received from the patient that reported that the steps taken to resolve the overstimulation, shocking sensation and the pain was that a manufacturer representative talked her through how to adjust her monitor. It was so high that she was incontinent of her urine several times.

Event description:
A consumer implanted for spinal pain reported that since they were implanted they had no therapeutic effect, and couldn't get rid of their pain. The manufacturer's representative (rep) met with them on (B)(6) 2016 for programming, and afterwards it "was great and the pain went away." During the appointment on (B)(6) the rep. Told them to try and get used to the settings and that it would take time. After the appointment stimulation started getting more intense on the way home, and with every movement in the car and every bump they hit stimulation was intense. On (B)(6) stimulation started to feel really high, "severe," and was horrible. During that time the consumer was getting "electrical shocks" between their legs, but was clarified to mean not a shocking sensation, just severe stimulation. The stimulation was so severe the consumer didn't even know they had to urinate, so they it made them incontinent twice. The patient programmer (pp) was used which allowed stimulation to be brought back down, but the consumer turned stimulation down too far because their pain came back. Currently they were trying to increase half way where it was, but weren't able to. It was further reported the consumer was charging on friday and saturday, but "wasn't getting any results," meaning they were getting half of the coupling bars, and at one point got six bars, but the pp "wasn't doing anything, and the modular was going off." During the call the recharger was used to connect with the implantable neurostimulator (ins) which showed anormal charging screen, but all coupling bars were empty. Following this four coupling bars were able to be achieved, and then six, with a lightning bolt being seen. The pp was then used which showed a warning screen to charge the ins, which indicated the ins must be off (this information indicated the pp was working as intended). At that point the consumer reported they had felt stimulation since (B)(6). It was recommended for the consumer to charge the ins and then turn stimulation back on, and adjust it if needed. It was noted the consumer was going to call back if more help was needed after they charged. On (B)(6) 2016 the consumer called back with the same recharging issues stating they recharged all night and didn't understand why they were still seeing the warning screen to charge the ins. It was noted the consumer was confused as they thought the six coupling bars they saw during charging was the charge level icon. During the call another recharging session was started which showed a normal charging screen, but they were zero bars shaded, and the ins charge level was flashing 1/4, so the antenna was repositioned. On (B)(6) 2016 the consumer called back reporting poor coupling and their back and feet were painful. The pp was used which displayed the screen indicating to recharge the ins. The recharger was used but no coupling bars were achieved. As a result the antenna locate feature was used which resulted in eight coupling bars.

Event description:
Additional information received from the patient indicated that paresthesia was in the wrong location. The patient felt stimulation in her buttock but not in her back. They state that she was implanted for back pain and nerve damage in the left leg. The patient is fine when sitting, but when they stand, they feel stimulation being too high or pain. The patient was waiting for swelling to go down and noted that pain had been worse recently due to weather changes. Stimulation was adjusted, other groups were tried and the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.